Event description:
A customer reports the laser stopped after 2% of the treatment was completed. An error message appeared, "secondary energy too high." The system could not be restarted. Technical services was contacted and instructed the customer to reboot the laser. After the reboot, an energy check and resending the treatment from the laptop to the laser, the procedure was completed successfully. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4)